Manufacturer narrative:
Upon further evaluation, service found the distal end had foreign material or stain, the forceps channel and grip were shaved, and the switch box had a dent. The air/water cylinder and suction cylinder had discoloration, and scratches were observed on the right/left knob and connecting tube. The electrical connector and lever arm demonstrated corrosion, the adhesive around the objective lens was worn, and the universal cord was buckling. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was moisture in the sealing cap of the subject device, and there was partial image failure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the forceps elevator was unable to be identified. The following is included in the instructions for use: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.